Manufacturer narrative:
The related calibration performed on 25-sep-2021 was ok. Quality control recovery from 28-aug-2021 to 27-sep-2021 was ok. Upon review of the alarm trace, several abnormal sample aspiration alarms occurred on (B)(6) 2021. The sample centrifugation time was shorter than what was recommended by the tube manufacturer. The field service engineer noted there was crystallization at the joints between cuvettes and there was nothing in the middle of the cuvettes. Precision studies were performed and were ok. A general reagent problem could be ruled out because calibration and controls are acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable ureal urea/bun results for one patient sample with the cobas 8000 c702 module. Sample 2: the initial result was 0.6 mmol/l. The repeated result was 25.5 mmol/l. The second repeated result was 25.7 mmol/l. It is unknown if the questionable results were reported outside of the laboratory. The reagent lot number was 55574301 with an expiration date of 31-mar-2022.

Manufacturer narrative:
The customer reported the issues have been resolved. The investigation determined the event was consistent with pre-analytical handling issues at the customer site.